Manufacturer narrative:
The returned products were examined under magnification. Both drivers showed minimal signs of wear, focused at the tip of the driver. Signs of wear consisted primarily of small wear lines on some of the flat surfaces of the driver where the interface with the recess of a screw would have sat. Both drivers were tested using various samples of 2.3mm cortical screws from the acu-loc 2 engineering lab set. Both drivers successfully interfaced with the screws easily and without issue. Additional mdrs associated with this event: 3025141-2021-00147: driver 2.

Event description:
Customer reported that the tips on the 1.5mm hex driver were rounded and could not remove the screws in an aculoc 2 implant plate. Screws had to be drilled out. There was 30-45 minute delay in surgery time as a result.